Event description:
It was reported that during a da vinci-assisted surgical procedure, errors keep appearing after power cycle and restarts after a few minutes of use. The arm was disabled. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The proximal and distal suj were replaced by the fse to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) inner and distal suj inner from arm #2 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. The proximal suj inner was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 32115 was found indicating an axes controller setup (acu) board issue. Confirming the fault occurred in the field. Errors 25730 and 32097 were confirmed on the distal suj and universal surgical manipulator (usm), indicating the armnet encountered multiple communication faults, potentially starting from the proximal suj. Upon visual inspection, the unit was returned in a damaged state, preventing further testing. The constant force spring (cfs) retaining pin was found to be broken within the vertical base plate, lodged into the vertical droplink. With the pin broken and stuck, the vertical is unable to move and is locked in place. Due to physical damages, the test was not able to be performed at this time. Based on these findings, failure analysis determined that the acu board is consistent with the reported event and could be the source for this issue. Additionally, the distal suj was analyzed and the reported problem was confirmed but not replicated. In the system logs, error 32097 was found indicating a maxis error reported by the axes controller tornado (act). Also the errors 25730 and 25733 were found indicating motor axis faults thus confirming the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected without errors. The unit was also tested on a patient side cart fixture test platform (pftp) where it passed all relevant tests. As a result of these findings, failure analysis was able to conclude that the act board and the motor module brake are consistent with the reported event and considered the potential sources of the reported failures. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue; however, the reported failures were not replicated during in-house testing. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the system logs revealed that the potential root cause for this failure can be attributed to communication errors from the motor module break and the act board (both components located on distal suj inner) and from the acu board (located on proximal suj inner). This issue can be resolved by replacing the distal and proximal suj inner, or disabling the affected arm to complete the procedure.

Event description:
Refer to h11 for follow-up information.